Manufacturer narrative:
The account replaced the interface board but the issue remains. The account found the left siderail cable was pinched and bare wires could be seen. He can move the wire and cause the lockouts to start flashing. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the beds lockout led will flash with both rails plugged in. When the rails are isolated, each rail will work by itself.